Manufacturer narrative:
(B)(4). This lot was manufactured between october 15, 2012 and october 17, 2012. Evaluation summary: baxter received the sample for evaluation without the original packaging. A visual inspection on the unit via the naked eye was performed and noted the blue winged luer cap had separated from its distal luer lock. The reported condition was verified. The cause of the condition could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intermate had a separation between the winged luer cap and the distal end. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.